Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were trying to connect to their implant to make an adjustment because they had been experiencing a return of urgency for several months. They wanted to try if could get better symptom improvement by making an adjustment. Patient said they tried to connect to implant several times over the last couple of days however, kept getting the message device not found. Troubleshooting was not performed as patient was driving and unable to use the external devices. Patient was redirected to call back when is able to use the external devices to perform troubleshooting. On (B)(6) 2024: additional information was received from the patient. They reported that the cause of the trouble connecting was due to low battery. And that they could have just had the battery replaced but they wanted to be able to have mris.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the low battery was determined. The patient got a new device implanted. The issue was resolved.